Manufacturer narrative:
H.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury caused by our company's product. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A physician reported that approximately 10 years following an intraocular lens (iol) implant procedure, the lens became opacified due to glistenings and was explanted. It was reported the patient is doing well and is satisfied. Additional information has been requested.